Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and annual preventive maintenance. The cse performed probe calibrations and fluidics checks, which passed. The cse cleaned the luminometer. The cse ran quality controls and multi-diluent replicates, which were within range. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate advia centaur xp instrument, resulting lower. The corrected result was reported to the physician(s) there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.